Event description:
Ten mins into the shoulder procedure, the bladder went flat and the pump ran continuously. The surgeon convertd to an open procedure to complete the case. It was reported that the pt was in good condition. This device is used for treatment.